Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the demo unit is missing.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. However, it was received and evaluated at an OEM and the reported failure "keel tip problem" was confirmed. Per (B)(4): the failure description from the customer could be confirmed. Keel is missing. Glass fibre was strongly damaged. Glass fibre was matt. Several small dents at the edge of the distal tip. Several scratches were visible on the distal end. Strong discoloration at the distal end. Strong discoloration at the side arm. An impact was visibel at the side arm. Root cause: the delivery date of this scope indicates, that this scope was in use for many years. The strongly damaged glass fibre, the matt glass fibre, the strong discolored side arm and the discolorations which are seen on the distal end indicates, that this scope could be reprocessed by a too strong reprocessing method. Furthermore, the glass fibre was external damaged. This external damage and the reprocessing could also affected the glass fibers and the keel to move out over the years. On this scope no manufacturing or assembling related failures could be detected. In sum, the unit was received and evaluated by an OEM and the failure mode was confirmed.

Event description:
It was reported that the tip of the demo unit is missing.